Event description:
The pt's wife reported that prior to the pt's neurostimulator (ins) battery reaching elective replacement, the pt's ins would turn off when the pt would get close to electronic voting (machines), film development kiosks, or computers that were networking. It was also reported that the pt experienced violent seizures in conjunction with the ins turning off in these instances. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.